Event description:
It was reported that during a lap cholecystectomy procedure, device fired approx 4 clips normally. A click sound was heard. The device was not across another clip. The device then fed malformed clips as seen in spec jar. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.